Manufacturer narrative:
The device is unable to be investigated because it was not returned to cardiva medical inc. Conclusion: while the device was not returned for physical investigation. Psuedoaneurysm is a complication which may be related to the endovascular procedure or the vascular closure procedure. Surgery was successfully applied post procedure to repair the psuedoaneurysm. The reported issues were not related to device malfunction, but was the result of an endovascular procedure. The unable to gain hemostasis could be biological factors or use error but that cannot be determined.

Event description:
Patient had severe stenosis of the right common femoral artery as well as an occlusion of the popliteal artery. The vascade device was selected for closure and inserted into the sheath. The disc was deployed, and temporary hemostasis was achieved. The doctor removed the sheath, but the device was removed with the sheath and with the disc open. The staff reverted to manual compression, to achieved hemostasis. Pressure was held for 20 minutes in the procedure room and then an hour in the recovery room. At this point, the staff observed a hematoma forming and a CT angiography was performed which revealed a pseudoaneurysm. The patient was returned to the procedure room and the doctor inserted a balloon into the vessel to tamponade the pseudoaneurysm. The pseudoaneurysm was corrected and no further complication or injury was noted.